Event description:
It was reported a spectrum infusion pump was alarming system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. The evaluation confirmed but did not reproduce the system error 105. The reported symptom was observed during power up and caused by a failed I/o printed circuit board (pcb). The failed I/o pcb was replaced.